Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Customer is not returning the device for evaluation. Method: no testing methods performed.

Event description:
The facility reported they were unable to stimulate using nim 2.0 and standard et tube; 'emg monitoring disabled' was displayed. There were no values for any channel or the ground electrode when the 'electrode check' was run. Patient interface box was disconnected and reconnected to the nim, then system was power cycled. They were then able to see values in the electrode check and 'emg monitoring disabled' message was no longer displayed. When they used stim probe, there was no response on the system. They elected to continue thyroid case without the nim. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.